Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also experienced insulin flow blocked alarms during bolus delivery, persistent high blood glucose despite repeated bolus attempts, continued overnight hyperglycemia, and a concern that the battery cap might require replacement. The customer's blood glucose values at the time of the event was 469 mg/dl. The customer was treated for hyperglycemia with insulin pen administration. The event involved product mmt-1886. Troubleshooting was performed and the outcome was that it was confirmed insulin flow blocked alarms had been occurring during bolus delivery, the infusion set had been replaced but hyperglycemia continued, the customer was advised that another infusion set replacement was necessary and to consult the physician regarding when smart guard should be resumed after pen treatment, and it was also confirmed that battery cap replacement was not required. The customer was using insulin pump within 48 hours of the reported high blood glucose event and the auto mode was active. No further patient complications were reported. No product return is required for mmt-1886.